Event description:
The product was received as an unexpected return, with a report that the tubing separated at the upper y- site. Although requested, there has been no impact to patient response or additional event information made available to date. (A note received with product that stated; "tubing detached at upper y-site, sers yes ". A date documented as 9-13-19".)

Manufacturer narrative:
The customer¿s report of the tubing separated at the upper y- site was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set¿s tubing was separated from the inlet port of the smartsite below and proximal to the pump segment. No other abnormalities were observed on the set during visual inspection. Further visual inspection of the set¿s separated tubing using a microscope observed insufficient solvent on the tubing. Functional testing was not performed on the set due to the separated tubing. A dimensional analysis was performed and measured within specification(s). The overall tubing shape was observed to be correct (circular). The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the smartsite inlet due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The product was received as an unexpected return with a reported that the tubing separated at the upper y- site. Although requested there was no other additional information provided by the customer. A note received with product that stated : "tubing detached at upper y-site , sers yes" however customer did not provide a number. A date documented as (B)(6) 2019.